Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board, power management board and internal battery will be replaced to address the issues. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.